Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver had cables exposed inside the jaws, and the customer could not grab tissue. The procedure was continuing as planned with no reported injury.